Manufacturer narrative:
Product event summary # product ID# 7290cx. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from a healthcare facility reporting a patient death due to septic shock. Information identified in the paperwork indicated the patient died approximately four years post implant of the ICD system. A secondary cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the healthcare facility was unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).